Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced adhesive issue with infusion set and faced tape not sticking event on (B)(6) 2026. The infusion set came off in the middle of the night and the patient also had high blood glucose (bg) and got treated with correction bolus via pump. No further information available.